Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, per the territory manager at implant surgery; we had to use a second set of cylinders for this case. After making the final tubing connections they did a test inflation and the pump was collapsed. We removed the components and discovered a hole/leak at the proximal end of one cylinder. Not sure how/why it occurred but I can say it was not there during the prepping of the device? Hospital said they would return for evaluation.